Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection, electrical evaluation, and functional test of the returned catheter. Visual analysis revealed that the side port was found detached and residues of glue can be observed on the side port. A supplier manufacturing investigation was performed and it was determined that the glue bond between the tube and the hub was inadequate. This could have been the result of either insufficient glue application or the result of improper curing of the ultraviolet (uv) glue, however photos suggest that there was inadequate glue applied within the specified region of the stopcock to hug connection point. An internal corrective action was opened to introduce optimization actions on devices with stopcock gluing issue. Additionally, the shaft also looked crushed on electrodes 2, 3 and 4. It was checked under the microscope and no sharp edges or damage were observed on the electrodes. A magnetic test was performed in accordance with bwi procedures. The returned sample was connected to carto3 system, the device was recognized and visualized; no error was displayed but electrode 3 was displayed black due to an open circuit between the connector and electrode area. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer related visualization issues. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15)/ component codes: rod/shaft (g04112) and electrode (g0201501) were selected as related to the shaft and electrode damage. Investigation findings: fracture problem (c070603) and manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: access port (g04001) were selected as related to the identified side port detachment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified the side port was found detached. It was initially reported by the customer that during the operation, device was recognized by the carto but the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not visualized on the carto system. A second vizigo was used to complete the operation. There was no adverse event reported on patient. This issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 24-oct-2023, the bwi pal revealed that a visual inspection of the returned device found the side port detached. This finding was reviewed and assessed as an MDR reportable malfunction.